Event description:
Reported by french competent authority ipg stopped twice without alarm. Patient had cardiac arrest, reintubated and mechanically ventilated. Device returned (s20727) by european repair facility with no information.